Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, an occlusion alarm occurred. A supply change was performed resolving the issue. While changing the supply, a cartridge change error message was received. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer¿s blood glucose was 329 mg/dl.